Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced an adverse event. The sensor was inserted into the abdomen on (B)(6) 2019. The patient's nurse reported that the patient's continuous glucose monitor (cgm) reading dropped below 4.4 mmol/l and should have alerted the patient at 5 mmol/l and that he was having a hypoglycemic event. However, he was walking at the time, did not receive the alert and fell, causing a broken ankle. At the time of the report, he was in the hospital. The event occurred 3 days after the sensor had been inserted. No data or product was provided for investigation. Confirmation of the allegation was undetermined. The root cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
Data was evaluated and the allegation was confirmed. The root cause could not be determined. No injury or medical intervention was reported.